Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea") and was found to have neoplasm ("tumor"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, urinary tract infection, vaginal discharge, headache, neoplasm, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, neoplasm, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, uti, fatigue, headaches, tumor and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, uti, fatigue, headaches, tumor, nausea and plaintiff did not undergo confirmation test. Patient date of birth, reporter and treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did come out in pieces'), device dislocation ('essure springs protruding/the essure device seems to be not in the tube, but just off to the side'), pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included pelvic cyst, uti, breast lump, abdominal pain upper, acute diverticulitis, rectal bleeding, diarrhea, ovarian cyst ruptured, anxiety, c-section, dizziness, giddiness, vertigo, ear pain, hot flashes, tinnitus, d & c and multiparous. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, menorrhagia, urinary tract infection, vaginal discharge, headache, neoplasm, fatigue, vaginal haemorrhage and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, uti, fatigue, headaches, tumor and nausea. Discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2009. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: impression: limited grossly normal pelvic ultrasound ovaries not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, headache, pelvic pain, abdominal pain, nausea, fatigue, headache, menorrhagia and migraine and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal), migraines / headaches and device breakage were added. Event added from medical record- essure springs protruding/the essure device seems to be not in the tube, but just off to the side. Date of insertion updated. Medical history, concomitant conditions and drugs were added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did come out in pieces'), device dislocation ('essure springs protruding/the essure device seems to be not in the tube, but just off to the side'), pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included pelvic cyst, uti, breast lump, abdominal pain upper, acute diverticulitis, rectal bleeding, diarrhea, ovarian cyst ruptured, anxiety, c-section, dizziness, giddiness, vertigo, ear pain, hot flashes, tinnitus, d & c and multiparous. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have neoplasm ("tumor"). The patient was treated with surgery (ablation, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, menorrhagia, urinary tract infection, vaginal discharge, headache, neoplasm, fatigue, vaginal haemorrhage and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and nausea had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, uti, fatigue, headaches, tumor and nausea. Discrepancy noted for date(s) of insertion: (B)(6) 2009. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: impression: limited grossly normal pelvic ultrasound ovaries not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, headache, pelvic pain, abdominal pain, nausea, fatigue, headache, menorrhagia and migraine and following event was described in patient's medical record- device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of product technical problem. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.